Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of the patient stated that the infusion device has been alarming 07 (system alarm) at school and the patient's blood glucose is elevated to 500 mg/dl because he has not been able to clear the alarm. His normal blood glucose range is 100-200 mg/dl. Symptoms of high blood glucose were pale and grumpy. The mother was not able to provide specific information because the patient was not with her. She stated he changed the batteries and the error cleared for awhile but it recurred. She stated she had taken his backup infusion device to him at school along with a new infusion set and new batteries. Replacement adapter and piston rod were sent for troubleshooting. Upon follow up the mother stated the infusion device is functioning properly. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.